Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed error code 240.4150. There was no patient involvement.

Event description:
It was reported that the device had displayed error code 240.4150. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue error code 240.4150¿ was confirmed. Received on 21-jan-2025 into bd san diego operation¿s lab. Lvp unit was received unboxed and with paperwork. External inspection revealed a dent on the door assembly. The stated issue was not confirmed visually; however, the fault was identified through the unit's error logs. Error 240.4150 is a known issue related to a faulty bottle-side/upper pressure sensor. Faulty bottle-side/upper pressure senso. Defective material from supplier. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace upper pressure sensor and damaged door assembly. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue error code 240.4150¿ was confirmed. Received on 21-jan-2025 into bd san diego operation¿s lab. Lvp unit was received unboxed and with paperwork. External inspection revealed a dent on the door assembly. The stated issue was not confirmed visually; however, the fault was identified through the unit's error logs. Error 240.4150 is a known issue related to a faulty bottle-side/upper pressure sensor. Faulty bottle-side/upper pressure senso. Defective material from supplier. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace upper pressure sensor and damaged door assembly. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed error code 240.4150. There was no patient involvement.